Event description:
It was reported that a stent graft was not able to be completely deployed in a av-fistula. The partially deployed stent graft was removed with the delivery system as one unit without incident, another stent graft was successfully deployed. There was no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk3572 to date for deployment issue. The device was returned with product label and evaluated. The outer sheath was significant elongated at the catheter reinforcement. The stent graft was partially released. The system, in particular the loaded stent graft was contaminated with coagulated blood. Due to the contamination of the stent graft and elongation of the outer sheath, the stent graft could not be released. The stent graft was stuck inside the sheath. Based on the condition of the returned sample, the investigation is confirmed. For deployment issues and partial deployment. The stent graft was returned partially deployed within the delivery system, and the outer sheath was elongated at the catheter reinforcement.